Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that they could not go, the stim was painful, the wires are painful the belt was painful. They could not sleep, no one told them that the surgery and after the procedure would be so painful. Patient was turning stim on and off and increasing stim. They were in pain all night and could not sleep. Patient saw doctor today about pain, was given medicines for pain, patient said pain was getting better and so were their symptoms. Patient stated symptoms were slightly worse than expected. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.